Event description:
It was reported that the patient presented for follow-up in the clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold and high, out of range pacing impedance due to lead integrity issue. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.